Manufacturer narrative:
The returned gf-uct180 video scope (serial#: (B)(4)) was evaluated due to ¿missing glue at transducer body". A visual inspection was performed on a received condition and found a small portion of the bending section cover glue missing at the distal end side. The bending section cover glue is missing approximately ten percent from the distal end side and was not returned for evaluation. Further inspection of the distal end found a hairline crack leading up to the glue, located on the transducer body and was verified under the microscope. The crack on the transducer body is likely due mishandling, and can occur with impact. In addition, a leak at the probe unit (per the quality inspection results), loose auxiliary inlet were found. Based on the evaluation, the likely cause of the missing portion of the bending section cover glue at the distal end side, is due to mishandling. The hairline crack found on the transducer body was likely caused by impact damage.

Event description:
It was reported that the endoscope was missing glue at transducer body and was found to be deformed after cases and before reprocessing. No patient or user harm or injury was reported due to the event.